Event description:
I use medtronic infusion sets mmt396 with my insulin pump. I had been having problems with no delivery alarms on pump, and leaking infusion sites since opening a new box of infusion sets. After removing a problem infusion set, I found that it was mis-manufactured. Normally the cannula that goes into the body has a consistent inner and outer diameter for the entire cannula length. On this set 3/4 of the way down the cannula there is a machine crimp then a smaller diameter which tapers to very narrow. Also, from the crimp downward the cannula is bent at an angle. What happens when the infusion set is in use is that when the insulin pump is in basal mode insulin probably flows ok, but when delivering a bolus from the pump the crimped set cannot handle the flow and backs up causing a "no delivery" alarm on pump. Then from there if you keep using the manual bolus to keep doing the original bolus amount in pieces until your planned bolus is achieved, the blood sugars raise rapidly from not receiving the right amount of insulin at the right time, then after a couple of hours blood sugar suddenly drops into unsafe low numbers i.e. 42 which is un planned and not understood why by the pump user at the time. This crates an unsafe situation and the infusion sets from this lot should be recalled asap. Medtronic has replaced the sets that I have, and also the set with the defect has been returned to them and is included in under their return package (B)(4). The infusion sets are medtronic mmt 396 lot #5939532.